Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing was able to produce the customer's complaint of a "check clutch" alarm. Visual inspection revealed worn and greasy clutch halves. The clutch halves were replaced. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.